Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. The customer's blood glucose level was 126mg/dl. The customer performed a cartridge and infusion set change. Multiple infusion set site changes were performed as well and the occlusion alarms continued. A system check was performed and the pump performed as intended. Multiple attempts were made by tandem technical support for additional troubleshooting; however, no response was received.